Event description:
It was reported that during vena cava filter deployment, the distal tip of the pusher allegedly detached and migrated to the right heart. It was further reported that although the device fragment was able to be retrieved, the embolism caused cardiac arrhythmia and the patient went into cardiopulmonary arrest. Reportedly, the patient expired.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation; however six images were provided. Based on the image review, the metal piece did have the appearance of the internal deployment piece and was overlying the heart. The linear piece of metal measured about the same height as the ivc filter and the ivc filter appeared to be intact. Therefore, the investigation can be confirmed for detached pusher wire component. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2022).

Manufacturer narrative:
Images were provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that during vena cava filter deployment, the distal tip of the pusher allegedly detached and migrated to the right heart. It was further reported that although the device fragment was able to be retrieved, the embolism caused cardiac arrhythmia and the patient went into cardiopulmonary arrest. Reportedly, the patient expired.